Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During deployment there was cobra deformation that was seen twice. It was decided to replace the device and delivery system. A new 24mm amplatzer septal occluder and unknown 10f delivery system were used to successfully complete the procedure. The was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of device deformity was reported. Two images were received from the field and they appeared to show a bloody occluder being deployed from a loader outside of the patient in a cobra shaped conformation however, the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, but may be do to deploying the occluder with a larger than indicated delivery system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision c, table 1: the recommended size delivery system for a 24mm amplatzer septal occluder is 9f.

Event description:
N/a.